Event description:
In 2006, the lay user/reporter (patient's father) contacted lifescan alleging that the patient's one touch ultra was reading inaccurately low compared to another one touch ultra meter. The medical affairs specialist (mas) spoke with the reporter to obtain/verify the following information. The patient tests 4 times per day and takes insulin (novolog-sliding scale, novolin n-sliding scale, and lantus set amount nightly). About a month ago, the patient reportedly obtained blood glucose results of "170 mg/dl" on his meter and a "548 mg/dl" on his father's one touch ultra, performed within 10-30 minutes of each other. At the time of testing, the reporter felt that the patient was having high blood glucose symptoms because the patient was feeling disoriented. Following the use of the meters, the patient took 4 units of novolog based on the "548 mg/dl" meter reading and was taken to the emergency room by an ambulance. The reporter was unable to specify the patient's blood glucose on the ambulance's meter. The reporter stated that the patient's blood glucose went down in the "300's mg/dl" at the emergency room and was released in a couple of hours. The patient did not receive any further medical treatment at the emergency room. The cca verified that the meter was set up correctly, the test strips were in good condition, and the correct testing/cleaning techniques were used. The patient did not have control solution to perform a quality control test. This complaint is being reported because the patient obtained a meter reading of 170 mg/dl while experiencing high blood glucose symptoms and was not given insulin treatment until 10-30 minutes later when he tested on another device and receiived a 548 mg/dl. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.